Event description:
Case was initially reported on 02-may-2023, by marker legal group. Through contact by marker legal group, the allergan aesthetics received a report of a patient treated to the abdomen with coolsculpting on (B)(6) 2014, (B)(6) 2014, and (B)(6) 2014 and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction: g2 source (case was initially reported on 02-may-2023, by marker legal group), original aware date 02-may-2023.

Event description:
Allergan aesthetics received a report of a patient treated abdomen with coolsculpting on (B)(6) 2014. May have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Legacy coolcore recall number = z-1347-2022. Legacy coolmax recall number = z-1346-2022. Legacy coolfit recall number = z-1350-2022. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient who was treated on (B)(6) 2014 with coolsculpting to the bilateral upper and lower abdomen in diamond shape using a legacy coolfit applicator, on (B)(6) 2014, with coolsculpting to the upper left abdomen using a legacy coolcore applicator, on (B)(6) 2014, with coolsculpting to the lower abdomen using a legacy coolmax applicator, on (B)(6) 2014, with coolsculpting to the upper right abdomen using a legacy coolcore applicator, on (B)(6) 2014, with coolsculpting to the bilateral upper abdomen using a legacy coolcore applicator, on (B)(6) 2014, with coolsculpting to the right mid abdomen using a legacy coolfit applicator, and on (B)(6) 2014 with coolsculpting to the left mid abdomen using a legacy coolfit applicator. On (B)(6) 2023, the patient was diagnosed with paradoxical hyperplasia to the entire abdomen.

Manufacturer narrative:
Corrected data: b6 e1 e3 g2. Changed data: b5 h6. Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 5/2/2023. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/28/2023.

Event description:
Allergan aesthetics received a report of a patient who was treated on (B)(6) 2014 with coolsculpting to the bilateral upper and lower abdomen in diamond shape using a legacy coolfit applicator, on (B)(6) 2014 with coolsculpting to the upper left abdomen using a legacy coolcore applicator, on (B)(6) 2014 with coolsculpting to the lower abdomen using a legacy coolmax applicator, on (B)(6) 2014 with coolsculpting to the upper right abdomen using a legacy coolcore applicator, on (B)(6) 2014 with coolsculpting to the bilateral upper abdomen using a legacy coolcore applicator, on (B)(6) 2014 with coolsculpting to the right mid abdomen using a legacy coolfit applicator, and on (B)(6) 2014 with coolsculpting to the left mid abdomen using a legacy coolfit applicator. Patient presented with paradoxical hyperplasia (ph) post coolsculpting treatment.